Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. An error indicating that the device software has detected a large pressure drop between the monitor and outlet pressure sensors. The device's system board was replaced to address the issue.